Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, device interrogation was difficult and an eri message flashed on the screen. Tests could not be performed and measured data could not be obtained. Measured battery data in april 2005 was 2.71 v, 14 ua, 3.4 kohms indicating an estimated longevity of 15 months from that time.